Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his electrode belt. The patient's download revealed excessive 'therapy placement notify' messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. The cause for the adjust belt message is a cut in the electrode belt trunk cable, which damaged 3 shielded wires. The root cause for the damaged trunk cable cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged wires. The patient received a replacement electrode belt.